Event description:
The customer reported that a pt received an infusion of chemotherapy (5fu) over a 4 hour period instead of the intended 24 hour administration time. The nurse noticed that after 4 hours almost all of the medication had been infused. She stopped the medication and had another nurse check the IV pump settings. The nurse demonstrated to the second nurse how she programmed the pump. The second nurse noticed that she was not programming the volume to be infused correctly. No pt harm was reported. No medical intervention was required. Although requested, no further pt or event information is available.

Manufacturer narrative:
(B)(4). Unable to confirm the cause of the customer's reported over infusion. No product return is expected. The nurse educator stated that time was spent retraining the staff on how to program IV infusions.